Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurrent incontinence due to urethral erosion and atrophy. In addition, it was noted that the device was not working properly, and the cuff was exhibiting inflation issues. A surgical procedure was performed to completely remove and replace the aus, with a downsized cuff. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.